Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, a dissection occurred. The target lesion was located in the right coronary artery. The reference vessel diameter was 3.6mm and lesion length was 15mm. Pre-procedure was 100% stenosis and post-procedure was 0% stenosis. A 3.5x20mm liberte stent was implanted. No attempt made for direct stenting. There was an additional procedure performed in the target lesion. Due to a dissection an additional liberte stent was implanted. The procedure was a technical success. The patient was discharged 3 days later without angina complaints or silent ischemia. Medications included asa 100mg daily/indefinitely and clopidogrel 75mg daily for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B)(4): device not returned for analysis.